Manufacturer narrative:
The device in question was returned to manufacturer for evaluation as reflected in section d9. The investigation is not yet complete, investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The device was reported with dim light and blade turning off. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).